Event description:
The customer alleged oil mist haze and a bad odor from one of their sterrad 200 sterilizers. There is one associate who said her heart seemed to be racing and later indicated it lasted a short time and she felt better after a break, (leaving the department). She did not seek medical attention.

Manufacturer narrative:
Odor, oil mist, fse found this unit misting as reported. The cause was a loose oil mist filter assembly. Replaced the oil mist filter. System meets manufacturers specifications.